Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, per report, procedural factors [possible inaccurate measurement of the native annulus, severe annular calcification, less than optimal image intensifier angle, and less than optimal coaxial alignment of the delivery system and the valve during deployment] appears to have contributed to the pvl noted post valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure the valve was implanted 80:20 [aortic/ventricular] and there was moderate paravalvular leak. A second valve was implanted. The valve area was measured at 412mm² with dimensions of 22.7mm x 24.2mm with -1.5% for a 23mm valve. The edwards bav was prepped per IFU and utilized under rapid ventricular pacing (rvp). The 23mm commander delivery system was inserted into the 14f sheath with ease and aligned. The native valve was crossed without issue, the valve was positioned and deployed under rvp. Post deployment echo showed 80:20 placement; there was moderate pvl (2 jets one on septal side and the other on the mv side). 1cc was added to the 23mm commander delivery system (total of 18cc) and post dilatation was performed x1. Post dilatation echo showed no change in the pvl. It was decided to implant a 2nd valve. The plan was to place the 2nd valve 1 cell lower. A second 23mm valve and 23mm delivery system was positioned approximately one cell lower and was deployed under rvp. Post deployment fluoroscopy and echo showed the valve a bit lower than expected but acceptable. The 2nd valve post deployment echo showed mild pvl on the rcc side with no change in mitral valve. A runoff angiogram was performed which showed brisk flow. They patient was transported to the unit in stable condition.